Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: mustang device was recieved for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified a kink to the shaft of the device located approximately 10mm distal of the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination identified no issues or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately tortuous vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.